Event description:
Boston scientific received information that this right ventricular (rv) lead displayed no capture at maximum outputs. R-wave measurements had decreased and pacing impedance measurements decreased from 1,400 ohms at implant to 300 ohms. Upon fluoroscopy, the rv lead appeared to be dislodged. The patient with this lead continued to experience a normal sinus rhythm, with no adverse patient effects reported. The device was reprogrammed to vvi 40. A revision procedure was performed and the rv lead was successfully repositioned. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.